Event description:
It was reported that during a laparoscopic gastrectomy, the electrode peeled away when a nurse cleaned the jaw outside the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent.